Manufacturer narrative:
The provided video confirmed the reported issue. Previous investigations into similar issues identified the root cause as an operator error during manufacturing, in which insufficient glue was applied to the stopcock joint during assembly. Due to multiple reports of similar malfunctions, the product design is currently being reviewed under dhf0155 to address this issue. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that the pruitt f3-s shunt is leaking between internal inflation arm and white stopcock during pre-testing. It was not used on the patient. No patient injury was reported.